Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned, which they acknowledged and understood.